Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Dimensional inspection of the device confirmed the reported problem. It was noted that the inside diameter of the catheter adapter was below nominal specifications. Improvements were made to the mold and molding department procedures. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient's transfer set that would not connect to the titanium adapter for use during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.